Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold and high, out of range pacing impedance were observed on the rv lead . The lead was explanted and replaced. The patient was and remains asymptomatic.

Manufacturer narrative:
Correction: there was no issue with the lead. The lead was electively explanted.

Event description:
Correction: there was no issue with the lead. The lead was electively explanted.

Manufacturer narrative:
The lead was returned without a reported event. Partial lead (distal end) was returned in one piece with measurement of 125.0 cm. Internal insulation abrasion (externalized conductors) was noted breaching rv cable lumen at 8.6 cm to 11.4 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion (externalized conductors) was noted breaching the re cable lumen at 12.1 cm to 14.1 cm from the distal tip. Etfe cable coating was not abraded while the inner coil lumen was abraded in this location. Ptfe liner was undamaged in this location.

Event description:
This report is to advise of an event observed during analysis.